Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003228.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced a fall and hitting his left side of their head which caused a brain bleed several days after stage one implant. It was noted that the dbs device was not yet activated, and the patient has had poor balance issues and bad dyskinesia related to their parkinson's disease prior to implantation. The patient underwent a craniotomy procedure where the bleeding was addressed before completing the procedure. The dbs lead and lead extension remain implanted. The patient did well post-operatively. No further information has been obtained despite good faith efforts.